Manufacturer narrative:
A ge rep evaluated the system and repaired the broken wire. The system operates as intended.

Event description:
It was reported that during routine operation checking. The customer found the iris of the collimator could not be opened. This may cause the system to lock up. There is no report of injury or death associated with the event described in this complaint.